Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was found in good condition, and the device was put through a infusion with a primed administration tubing set to see if there were any false occlusion alarms but no issues were found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump and dso sensor passed all functional tests and performed as intended.

Event description:
It was reported that the device had a downstream occlusion with no occlusion in the line. Event occurred during priming. There was patient involvement, but no patient harm/adverse event reported.